Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited far p wave over-sensing. Rv lead dislodgement was suspected. Chest x-ray was performed during clinic visit and further confirmed dislodgement. The rv lead was explanted and replaced. There were no patient consequences.